Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes "status 66" and "status 140" and then the device had no display on the video screen. The complainant indicated that there was no patient involvement in the reported failure.